Event description:
The customer contact reported air in the tubing set distal to the pump with no pump alarm. At an unspecified time, an unspecified channel of the device was programmed to deliver 0.9% sodium chloride as a flush following a platelet transfusion and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, it was noted that the container was empty and air was noted in the tubing set distal to the pump with no pump alarm. The customer contact reported there was 10ml of saline between the air in the tubing set and the pt. No air was delivered to the pt. The pump was removed from clinical service. Therapy was complete. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.